Event description:
It was reported that a device alarmed for a system error 345 during a pts therapy. The customer stated that as soon as the device alarmed, it was immediately swapped out with another one and the patients therapy was completed. There was no pt injury or incident with this device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation found that the system error 345 message was caused by a failed downstream sensor. The downstream sensor was replaced.